Event description:
Physician found the hub of the 2.25 x 13mm cypher stent fractured and was unable to inflate the balloon inside the artery. The physician then used a clamp on the hub in order to close the hole. He was then able to inflate and deflate the balloon. The target lesion was the rca. The vessel was tortuous. The stent was successfully implanted with no pt injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Add'l info will be sumbitted within thirty days upon receipt.